Manufacturer narrative:
Investigation results. The device was returned to the manufacturer on 14june2019. The root cause cannot be identified because the location of ns837 cannot be identified. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. There were no complaints against ns837. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the knee instrument. During a primary knee procedure, the instrument cracked but remained in one piece. The part that cracked was the plastic attachment to the femur holder. The device will likely break completely if it is used again. There was no surgical delay; this malfunction did not contribute to a serious injury. Additional information was not provided.